Event description:
An anterior plate broke during patient use. Patient had a non-union.

Manufacturer narrative:
Additional information - a1, d1, d2, d4, d6a, h3, h4, h6, attachment. Corrected information - h6.